Event description:
It was reported that during a da vinci-assisted vesicolithotomy surgical procedure, the long bipolar grasper coagulation did not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the procedure was completed with a replacement instrument. The problem led to a delay of 10-minutes.

Manufacturer narrative:
Based on the claim against the product by the customer noting no cautery, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed, and failure analysis investigations replicated and confirmed the customer reported complaint that coagulation did not work. Failure analysis found the primary failure of broken conductor wire to be related to the customer reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley at the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage near the grip-crimp location were observed. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley at the distal end, exposing the electrode. There was no conductor wire insulation damage observed. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.